Manufacturer narrative:
The device history record for the affected lot was reviewed, showing that manufacturing and inspection of product was performed as per applicable procedures and validated process. No sample was available for evaluation; however, two pictures were provided that showed the primary packaging of the reported product code, and the formula used during the feed administration. These pictures were not enough to identify if the device meet with the quality acceptance criteria. The root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported the pump seems overly sensitive to even small bubbles in the tubing before the cartridge, causing the pump to stop feeding. This can be problematic as it disrupts the continuous feeding process.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.